Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called in to report that a sensor broke when they pulled it out. Customer also reported a sensor end alert and an issue with the sensor not linking. The customer's blood glucose level was unknown. The customer's sensors were replaced, however nothing was returned because they were thrown away.